Manufacturer narrative:
B2: other serious: in this case there was no reintervention performed. However, there is a potential for reintervention. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During procedure a chordae was damaged during implantation of the second device. Patient had functional mitral regurgitation (mr) with severely restricted or short posterior mitral leaflet (pml) in p1 segment. There were prominent chords and lateral papillary muscle, and also imaging was challenging in that region. The damage was identified after first few grasping attempts in lateral commissure. One of the chordae in that area was at least dislocated. There could have been also possibly an initial leaflet defect in that lateral area. The chordae damage was minor, and it was not needed to navigate away or disentangle from chordae. However, it was tried to stabilize the chord through grasping the leaflets with the ace device. Two pascal devices were implanted successfully, but without beneficial effect on the mr due to patient's anatomy. Mitral regurgitation level was severe at baseline and remained severe after the procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h6 type of investigation analysis of images and labelling review. H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for chordae damaged was confirmed with objective evidence based on the imaging evaluation (ie). The images confirmed chordal damage of the posterior mitral leaflet (pml) with a new flail at p1 segment, this supports the reported information regarding a dislocation of chordae in the lateral commissure area while grasping. Available information suggests procedural factors (several grasping attempts in lateral commissure, imaging was challenging in that region, and there could have been an initial leaflet defect in the lateral area) and anatomical factors (patient with severely restricted/short pml, prominent chords, and lateral papillary muscle) likely contributed to the event. Therefore, the most likely cause of this event is due to procedural/patient factors.